Manufacturer narrative:
(B)(4). Device was received for evaluation. A visual inspection was performed and revealed that the tubing of the sets was sealed by the packaging machine. The reported condition was verified. The cause of the condition is attributed to a manual loading issue which results in the protruding tubing that gets caught in the sealing process. A 100% visual inspection is being performed during the packing process in order to detect such issues. In addition, proper awareness training has been provided to the appropriate personnel. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tubing on their continu-flo solution set was melted. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.